Event description:
The risk manager from the hospital reported the following event: a plate was implanted on the (B)(6) 2010. On the 11th oct, the patient had a revision as the plate was broken.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.